Event description:
It was reported that a pump declared an alarm during the loading process. There was no adverse impact to the customer's blood glucose level. The customer attempted loading a new cartridge with assistance from technical support, but the cartridge alarm recurred, preventing a successful resolution. Technical support decided to replace the pump, confirming the warranty status and organizing the shipping of a replacement. The customer was instructed to use multiple daily injections as a backup therapy and was guided to put the faulty pump into storage mode before returning it. The pre-paid label was provided for returning the problematic pump within 10 days, and the customer acknowledged these instructions.